Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009536 have already been previously tested in the complaint (B)(4) on 21/jun/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the (B)(4) complaint test report. Device history record (DHR) review: the lot 6009536 was manufactured according to the work instruction (wi) version 81 packaged the multivac mv12, on 06/oct/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4j05637 was glued according to the wi version 26, assembly, on 06/oct/2024 with a total of (B)(4) units. The lot 4k01937 was glued according to the wi version 26, assembly, on 08/oct/2024with a total of (B)(4) units. Gluing tube the lot 4j05597 was glued according to the wi version 42, manufactured in the line pegado 4 and 8, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). And lot 6009536 found other one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.